Event description:
It was reported there was an elective replacement indicator (eri) about 4 months after implant. The patient had been told the new model would last 10-12% longer than previous models. About a month later it was reported there was an end of service (eos) message. The health care professional stated the cause of the event was battery depletion, and the battery was replaced. It was noted the impedances were normal at the time of implant. The patient had 2 systems implanted at the time of the complaint, but it was unclear which system the event pertained to. As a result a report was filed on both. See MFR report # 3004209178-2012-00223 for the other report.

Manufacturer narrative:
(B)(4). Lead model 3387-40, lot #l56799, implanted: (B)(6) 1998, lead model 3387-40, lot #l56799, implanted: (B)(6) 1998, lead model 3389s-40, lot #v014617, extension model 7495-51, serial # (B)(4), implanted: (B)(6) 1998.

Event description:
Additional information received reported that the patient's devices were explanted due to 'high outputs.' It was stated the right implantable neurostimulator (ins) read impedances of 1142 ohms while the left ins read impedances of 472 ohms.

Event description:
Additional information received reported that the patient had no concerns with her device or therapy. The manufacturer's device registry showed that both of the patient's neurostimulators were explanted and replaced with a dual channel neurostimulator.